Manufacturer narrative:
Title: feeding vessel ablation: a novel subsegmental devascularization technique for the treatment of hepatocellular carcinoma located at the liver marginal angle source: ultrasound in med. Biol., vol. 48, no. 3, pp. 546553, 2022. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, a prospective study from june (B)(6) to (B)(6) 2016 evaluated the efficacy of feeding vessel ablation (fva) in the treatment of hepatocellular carcinoma (hcc) located in the liver marginal angle (lma) using a medtronic cool tip radiofrequency ablation electrode. Nine patients were included in the study with the following reported complications. Two patients had failed procedures (defined as having any tumor enhancement remaining after 18 min of fva or 3 cycles of ablation). These two patients were referred out for rescue therapy including repeated percutaneous ethanol injection or transarterial chemoembolization (tace). Other reported complications included one case of asymptomatic pleural effusion requiring no medical intervention and one case of moderate fever that was relieved within 48 hours after an unspecified treatment.